Event description:
Healthcare professional (hcp) reported that a patient experienced "5 months after injection of [unspecified] juvéderm® volift¿ in the face. Reaction of fluctuating granulomas located on all the injection zones. Biopsy was not provided. Very variable clinical condition from one day to another between healing and firm round granuloma reactions stretched 1cm". Treatment: tetralysal and degressive general corticosteroid therapy. Biological inflammatory assessment awaiting results. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.